Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unk. The complainant indicated that the device will not be returned for evaluation since it was disposed of; therefore, we are not able at this time to perform a failure analysis of the complaint device. We are also not able to determine at this time, the relationship between this device and the cause for the event.

Event description:
It was reported to boston scientific corporation that during a stone retrieval procedure, utilizing an escape nitinol stone retrieval basket, the basket was caught in the ureter due to the size of the stone fragment. The physician was unable to release the stone from the basket. The device was pulled by force, resulting in the separation of the sheath from the device and the detachment of the basket. The distal end of the basket remained in the ureter. The procedure was aborted and a ureterolithotomy was performed. Information on the pt's present condition are unavailable and attempts to obtain such information are ongoing.